Event description:
On (B)(6) 2015: customer claims his toothbrush is damaging his teeth. Claims he has three chips in three different areas of his mouth, which he discovered in the past three days.

Manufacturer narrative:
On (B)(6) 2015: consumer claims he has been using the unit for two weeks. Consumer states that he purchased the unit at his local (B)(6) store. He has not been to see a dentist about the damage done. He has agreed to return the unit for eval.